Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 68 mg/dl on their blood glucose meter. The consumer ate and bolused 1 unit of insulin for her lunch. Two hours later, the consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on the directions for use at the time of call. While on the call to customer support, a control solution test was performed while troubleshooting showing the test strips fell out of range. The meter and test strips will be returned for evaluation.